Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of operative reports. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Review of the complaint history could not be performed, as part and lot numbers are unknown. Single-use, sterilized devices manufactured or distributed by zimmer are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is highly unlikely that the specified device caused any patient infection. Per package insert nexgen cr,ps,cra,lps and lcck knee infection is one of the adverse effects of the tka procedure. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown nexgen knee bearing cat#: unk, lot#: unk, unknown nexgen knee femoral cat#:unk, lot#: unk, persona poly patella cemented cat#:42540200032, lot#:62734990, unknown nexgen knee tibial trays cat#:unk, lot#: unk, unknown nexgen knee stems cat#:unk, lot#: unk, unknown nexgen knee stems cat#:unk, lot#: unk, unknown bone cement. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports:0001822565 - 2017 - 07999, 0001822565 - 2017 - 08000, 0002648920 - 2017 - 00717, 0001822565 - 2017 - 08001, 0001822565 - 2017 - 08002, 0001822565 - 2017 - 08003. Product location is unknown.

Event description:
It was reported that after a knee arthroplasty the patient underwent a right knee revision with all devices removed along with a synovectomy procedure due to infection. Antibiotic spacers were placed.